Event description:
A pt reported blood glucose results of "6.4 mmol/l, 13.7 mmol/l, and 18.1 mmol/l" with a lifescan meter, performed between 11-20 minutes of each other. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.